Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
It was reported that the sound processor battery was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.